Manufacturer narrative:
Device evaluation summary: during visual inspection of the device , a crease was observed in the posterior view. Additionally two tear were observed, the tear a within crease, measuring approximately 0.1 cm and the tear b located in the anterior view, measuring approximately 5.0 cm , both tears causing a deflation. Microscopic examination of the edges of the tear b revealed parallel striations consistent with a rupture with a sharp object. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation and capsular contracture baker grade iii. Concomitant medical products: mentor smooth round moderate plus profile 800cc saline breast implant, ref/sn l cat#: 3502800 sn#: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 800cc saline breast implants which the right side deflated after implantation. Patient also experiencing painful breast, loss on volume and harness. Capsular contracture baker grade iii. The issue of deflation was confirmed by the physician. As a result patient removed and replaced the right implant with another device on (B)(6) 2019.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).